Event description:
It was reported that the patient received their implant in june and had trouble with it ever since. The patient stated that the device had not ¿worked properly since day one.¿ the patient further stated that they had been through ¿hell.¿ the patient stated that their symptoms had improved a little bit but ¿not like it should.¿ the patient stated that they had not been able to get the device set right. The patient stated if it was too high they could not talk but if it was too low they would shake too much. It was noted that the patient saw the healthcare professional (hcp) three weeks prior to report and the patient was referred to neurosurgeon because the hcp thought there might be a broken wire. The patient stated that the neurosurgeon could not see them until (B)(6). The patient stated that they could not wait that long. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va04wef, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).